Event description:
The hospital reported that after an endoscopic vein harvesting procedure, the vaso view hemopro was still plugged in and the pa smelled smoke. The pa looked over at vaso view hemopro on the lap stand, and saw smoke coming from the jaws. The hospital is returning the power supply that was used in this case. This complaint is for device 2 of 2. See MFR report # 2242352-2015-00173 for device 1.

Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluations are completed. (B)(4).